Event description:
It was reported that during a peripheral stenting treatment procedure, balloon removal difficulties and stent movement occurred. The lesions being treated were located bilaterally in the iliac arteries. Following advancement of non-bsc 7 x 25 cm sheaths, express biliary stent delivery systems were advanced and both sides were deployed at the same time (kissing stent technique). On the left the 10.0 x 60mm express biliary stent balloon was dilated to nominal. When the physician deflated the balloon and attempted to remove it, the balloon got stuck in the stent. The physician reinflated the balloon to 4 atm then deflated again. With some effort he was able to pull the balloon out. The stent ended up 1-2 mm below where it had originally been placed. No further intervention was required. No patient complications were reported, and patient status was listed as fine.

Event description:
It was further reported that the stent was deployed at nominal pressure with one inflation. The stent was fully deployed with the balloon fully inflated at 10 atms. There seemed to be no waist and no difficulty deploying. No damage was noted to the balloon upon removal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).